Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. When the physician opened up the incision, the lead splitter was fractured, sheared and was falling apart. The physician explanted five leads and the fractured lead splitter. What were left inside the patient were the ipg, two lead extensions and a lead splitter. The procedure lasted seven hours and the physician decided to close everything and reimplant at a later date. The patient was reportedly doing well after the revision. Device evaluation indicated that the lead splitter passed visual and mechanical tests performed. The complaint of high impedance was confirmed. Visual inspection revealed the first splitter boot was torn off leaving exposed cables. The broken cables were the cause of the high impedances.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. It was suspected that the lead or the lead splitter might be fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. It was suspected that the lead or the lead splitter might be fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm. Model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model#: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.